Manufacturer narrative:
The affected device was analyzed by dräger service onsite and the log file was sent to the manufacturer for further analysis. During the test performed by dräger the oxygen cylinder used during the event was not available. While testing the device with an oxygen cylinder from the same supplier no issues were detected. A full functional test of the device according to manufacturer specification passed without deviation. Therefore, we concluded that no device malfunction occurred and that the pressure from the oxygen cylinder used during the event was insufficient. As stated in the IFU the device needs to be supplied with at least 43.5 psi pressure from the gas supply to work properly. If the oxygen supply pressure falls below that, the device generates the high-priority ¿o2 supply low¿ alarm to alert the user. With a connected air supply the device will continue ventilation using the air supply.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was just started. The results will be transmitted within a follow-up report.

Event description:
E-cylinders drained during transport - patient coded but is fine now.